Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a gap in the adhesive on the distal end causing the light guide (lg) lens to be dirty. In addition, foreign material was found on the gap of the distal end due to insufficient cleaning. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the s-cylinder had discoloration. Scratches were found on the switch box, right/left (r/l) knob , sc cover unit, and s-connector. Due to pinching on the a-rubber, water tightness was lost. The insulation resistance value at the distal end did not meet standard value due to a scratch on the a-rubber. The adhesive of the a-rubber had foreign material. The connecting tube had a cut. Water tightness of the forceps elevator was lost due to crack, damage or deformation of parts. There was corrosion around the l-arm. The universal cord had peeled coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during reprocessing, air/water leakage was observed on the evis exera ii duodenovidescope. Inspection and testing of the returned device found a gap in the adhesive on the distal end causing the light guide (lg) lens to be dirty (stained). In addition, there was foreign material on the gap of the distal end due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used resulting in light guide (lg) lens was invaded by humidity then corroded. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.